Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Upon follow up with the customer, the customer was able to change pump supplies and resume insulin therapy.